Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting invalid impedances and they were experiencing a jolting sensation. As a result, the physician explanted and replaced the lead. Therapy was restored following the procedure.